Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high and low blood glucose. The customer stated that their blood glucose level was 280 mg/dl treated with manual injections, but suddenly drooped down to 30 mg/dl. The customer stated that the high blood glucose level continues the next day at around 440 mg/dl. The customer was treated for the high blood glucose with their insulin pump and manual injections. The customer was able to pass the self-test. The customer did not troubleshoot and did not send the product back for analysis